Event description:
It was reported that prior to a gastric bypass procedure, the tip of the device broke. The instrument was removed and replaced with another instrument, and the procedure continued with no harm to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.